Event description:
Dr. Reported via our sales rep, that a female underwent a revision surgery, due to the screw breaking 15 months post op.

Manufacturer narrative:
At this time, it is unclear as to which screw broke. Additional information will be reported during the follow-up report. Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.